Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. The device evaluation was completed on 14-dec-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool smarttouch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that it is important to carefully the following warning and precautions. The patient who has had a prior atrial flutter ablation procedure may be at greater risk for perforation and/or pericardial effusion with the use of this catheter system. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 21-dec-2021, it was noticed that the following information was inadvertently omitted from section h10. Additional manufacturer narrative of the 3500a follow-up medwatch report #2: the patient later developed cerebral infarction. The patient has been visiting the hospital. Currently in hospital. Physician's decision on adverse event is serious. No relationship with the product. Therefore, added under h6. Health effect - clinical code ¿stroke/cva (e0133)¿ and under h6. Health effect - impact code ¿hospitalization or prolonged hospitalization (f08)¿ and removed under h6. Health effect - impact code ¿recognised device or procedural complication (f15)¿. Checked b2. Is hospitalization initial/prolonged field.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-dec-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. There was no defect in the product. At the end of the procedure, pericardial effusion was confirmed by echocardiography, so drainage was performed. The event occurred at the end of procedure. The procedure was completed using this product. Physician's decision on adverse event is non-serious (moderate/minimal). No abnormalities were observed before or during the use of the product. Additional information was received on the event. Drainage was performed. Patient outcome of the adverse event was improved. It was not reported extended hospitalization was required. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred after ablation procedure completed. It was not reported that inappropriate use was conducted without the instructions for use (IFU). It was not reported that there was any error message observed.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).